Manufacturer narrative:
The reported event was for cardiac perforation and loss of capture. The reported event for loss of capture was not confirmed. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that post implant procedure, the right ventricular (rv) lead exhibited high capture thresholds. Next day, the rv lead exhibited loss of capture and the physician suspected micro perforation. Cardiac perforation was confirmed with echocardiography. The rv lead was explanted and replaced. The patient was stable.